Event description:
This device was implanted and during dft testing it did not deliver a shock. Attempts to deliver a manual shock failed as well. The device was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device has been received and thoroughly analyzed. Electrical analysis verified the ability of the ICD to deliver therapies. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing, charging cycle length and shock delivery reaching the specified energy level. On (B)(6) 2024, the devices holter monitor recorded a total of 4 events on the episode holter and 8 events on the shock holter. The first dft test with a 1j t-wave shock, shock 1 at 05:19 pm, did not trigger arrhythmia detection by the device, as per the devices programmed detection zones. Both shock 2 (at 05:20 pm) and shock 7 (at 05:22 pm), each programmed at 40j, were aborted due to manual disabling of detection during the devices charging cycle. Episode 1 (05:22:20-05:22:22 pm) was an induced event caused by the second dft test. This triggered detection within the programmed vf zone by the device. As expected, the device initiated a 30j charging cycle (shock 3), which was however aborted due to a manual shock delivery, by which episode 1 was terminated. Similarly, shock 4 6 were as well aborted due to manual shock delivery prior to completion of the charging cycle. In conclusion, the device proved to be fully functional. There was no indication of a device malfunction. Charge cycles were interrupted due to manual deactivation of detection and manual delivery of shocks. Electrical analysis verified normal and expected charge cycle lengths.